Manufacturer narrative:
The review of the batch manufacturing records was conducted, and the batch met all finished goods release criteria. Additional h-3 summary: it was received one opened sample of product code j207, lot mk6373 for analysis. During the visual inspection of the opened sample, the spool had two holes punched and for product code j207 should be only one hole punched. Due to mismatch at the spool a characterization of the suture was performed and meet the requirements for a vicryl suture diameter 0. According to the sample condition, the assignable cause of the mix reel is due a manufacturing defect. The single complaint was reported with multiple events. There are no additional details regarding the additional events.

Manufacturer narrative:
Product complaint #: (B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified.

Event description:
It was reported that the device appears to be "0" vicryl ties but placed onto the "2/0" reel. Packaged in "0 vicryl" packaging. This has been noticed frequently recently. No patient involvement reported.